Event description:
On (B)(6) 2011, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings compared to another meter. On (B)(6) 2012, the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2011 at 8:00 pm, the patient obtained the blood glucose reading of 123 mg/dl on the reported meter, and a reading of 69 mg/dl on another meter within 30 minutes of each other. Prior to these readings, the patient had been experiencing the symptoms of shaking, sweating, weakness and pallor. The patient's mother confirmed to this smss that the patient is (B)(6) and going through (B)(6), and has frequent episodes of low and high blood glucose levels; she becomes hypoglycemic up to four times per week. The reporter noted there were no issues of problems with the meter readings prior to the onset of symptoms - the patient was taking bolus doses of insulin as usual via the pump. Troubleshooting revealed the patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were allegedly due to (B)(6), the symptoms began prior to the meter issue, and the patient did not seek any medical attention or treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k073231.